Event description:
It was reported that the femoral pad and ceramic liner on a ceramic on ceramic hip were taken out. Surgeon revised patient due to squeaking. Updated information provided by sales rep - it was reported that the ceramic femoral head, and ceramic liner on a ceramic on ceramic hip were taken out. Surgeon revised the patient due to squeaking.

Event description:
It was reported that the femoral pad and ceramic liner on a ceramic on ceramic hip were taken out. Surgeon revised patient due to squeaking.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the supplier incoming inspection certificate for trident alumina insert indicated that dimensional inspection & material analysis conformed to specification and no anomalies were noted. The event could not be confirmed. While the exact root cause of the alleged audible sounds during motion could not be determined, in the event description, it stated that the surgeon revised the patient due to squeaking. Further information such as device return, operative reports, xrays, patient history & follow-up notes are needed to complete the investigation for confirming the event and determining the root cause.

Manufacturer narrative:
It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned.